Manufacturer narrative:
Insulin pump received with cracked case at display window corners, cracked display window, cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported that the insulin pump has two cracks. Customer was at the doctor's office when they noticed the cracks. One crack is in the reservoir compartment and the other is above the battery icon and goes into the screen. Blood glucose value was 120 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.